Manufacturer narrative:
The adapter failed external visual inspection but passed functional testing. This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary # the controller ac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed that the device passed functional testing. Visual inspection of the unit confirmed that the screw was missing from the input cord bracket, making it susceptible to disconnection. Additionally, there was an apparent strain on the inlet connector that had caused it to bend away from the housing, thus confirming the "connection was bent" comment in the event details. As a result, the reported event was confirmed. The most likely cause of the reported event could be attributed to the handling of the unit. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the screw in the controller ac adapter was missing and the connection was bent.  The patient was instructed not to use the adaptor and it was exchanged.  No patient complications have been reported as a result of this event.